Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own. The next day she sought medical attention and a doctor removed the pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.